Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The lead was returned with the helix fully retracted. Helix extension test was performed. It was difficult to extend the helix during testing. Helix bent was observed when it in extending position, and that prevents helix extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was a deployment problem with the screw at the tip of the lead. A different lead was implanted and no patient complications have been reported as a result of this event.